Event description:
Received orders from dr for morphine every 1 hr with 2 mg bolus every 15 minutes as needed. Cassette compounded with 1000 mg in 100 ml of saline. Pump programmed is as follows: res vol=100 ml, conc. 10mg/ml. Rate=2mg/hr. Dose=2mg, interval=15 minutes, doses1 hr=4, doses snbn=0, dose attempted=0. Lock level=cci. Family of pt claim pump malfunctioned, overdosing him w/morphine and resulting in his hospitalization. Pt suffered no permanent effects. Family has taken pump to their attorney-unavailable for eval.